Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On may 22, 2017, it was reported that the device produced an incomplete mesh. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produces an incomplete mesh on very thin skin and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. The 1.5:1 cutter s.n.(B)(4) produced a passing sample mesh and the 2:1 cutter s.n.(B)(4) failed to produce a passing sample mesh. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the gear was worn and the calibration did not meet specifications. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was produced an incomplete mesh¿ was non-verifiable as it is unknown with the information that was provided which cutter was being used during the reported event. The reported event was non-verifiable as it is unknown with the information that was provided which cutter was being used during the reported event. It is unknown with the information that was provided which cutter was being used during the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the processing of donor skin the device produce an incomplete mesh. No adverse events have been reported as a result of the malfunction.